Event description:
It was reported while using bd bactec¿ fx40 instrument, there was one false negative result. No adverse impact was reported regarding the patient or user. This is report 2 of 2.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: it was reported while using bd bactec¿ fx40 instrument, there was one false negative result. No adverse impact was reported regarding the patient or user. Investigation summary: a complaint alleges the bactec fx40 instrument had ¿discrepancy between blood culture bottle and tsa agar results¿. Remote services contacted customer to obtain additional information, customer noted that the agar results showed the presence of microbial contamination, however, remote services tested for retention samples and the results were not duplicated. The contamination was not confirmed by the bactec bottles. After 14 days of incubation, the results remain negative. The instrument is working properly. Complaint is unconfirmed based on the information provided by remote services. The root cause is customer workflow. No physical samples were received as part of this complaint; however, pictures and reports were provided and reviewed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to this issue. Quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using bd bactec¿ fx40 instrument, there were two false negative results. No adverse impact was reported regarding the patient or user. This is report 2 of 2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.